Event description:
A malfunction was reported, indicated by a malfunction code, but there was no adverse impact on the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the customer in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.